Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. Evaluation results findings (components/results) 1 device: wheel / mechanical problem identified there was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 1 malfunction events(s), where it was reported the devices experienced steer mechanism is difficult to engage/disengage. No adverse consequence or clinically relevant delay in treatment was reported.